Event description:
Procedure: wedge resection. According to the reporter: a 60mm purple reload was attached, cycled, and would not fire when approximated to tissue. The surgeon said that there were no flashing error lights, and this happened on two consecutive reload firings. They saved the 2 reloads that didn't fire and had to open a manual handle. They used the manual handle for the next firing and it worked fine. The surgeon was not sure if the problem was the idrive handle or the reload. No reinforcement material was used.

Manufacturer narrative:
(B)(4).